Manufacturer narrative:
This report is for an unknown cannulated screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: williams, r.l. And kunzru, k.m.n. (1995), a new technique for the removal of a broken cannulated screw, injury, vol. 26 (1), pages 59-60 (united kingdom). This study presents a case report of a (B)(6) year-old female patient who had garden ii fracture of the left neck of the femur underwent internal fixation. Surgery was performed using two ao cannulated screws. The patient had recurrence of left hip pain at 23 months postoperatively and radiographs confirmed non-union, with fracture of the lowest ao screw proximal to its threaded portion. At operation, the proximal part of the broken screw was removed without difficulty. The distal threaded part of the screw was removed using an ao screw remover. This is report 1 of 1 for (B)(4). This report is for an unknown synthes cannulated screws.